Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage. The event history log was not applicable. Accuracy testing was performed and the reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical pump failed volume testing. There were no reported adverse events.